Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section d. Brand name: pipeline flex with shield technology model number: ped2-475-16 mdrs related to this patient: 2029214-2019-00268 2029214-2019-00269. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the core labs reported aneurysm (raymond roy class 3) was note in imaging that was performed 4 and 6 months post successful pipeline embolization procedure. It was reported that the first pipeline (ped2-500-15) was re-sheathed to improve wall apposition and the other pipeline (ped2-475-16) was re-sheath to help the distal end open. The patient was undergoing embolization treatment of 2 unruptured saccular aneurysms located in the ophthalmic segment of the right and right internal carotid artery. Post procedural angiography showed significant stasis and complete obliteration of the aneurysm.